Event description:
It was reported that the handpiece continued to run even when in safe mode. There was no report of patient or user injury, or of any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer. Internal components were evaluated and a bearing failure was discovered. The bearings were replaced and additional preventative maintenance was performed. The handpiece was returned to the customer.